Event description:
It was reported that the tip of the fiber fell off during the photoselective vaporization of the prostate procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the tip of the fiber fell off during the photoselective vaporization of the prostate procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber tip break allegation was confirmed through analysis of the media provided. Functional analysis could not be performed, as the fiber was not returned. A review of the device instructions for use (IFU) states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Device labeling cautions the user to carefully inspect the fiber for damage prior to use and to avoid bending the fiber at sharp angles as that can cause damage to the fiber. It is likely that the tip was buries into tissue or was used to dissect/probe tissue.